Event description:
Pt reported obtaining back-to-back blood glucose results, of 348 mg/dl and 28 mg/dl, on the advantage voicemate system (voicemate vsr c/chek vial serial number unknown, meter serial number unknown, strip lot and expiration date unknown). Pt did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.

Manufacturer narrative:
The suspect product is the comfort curve strips.